Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for routine follow up, it was noted that automatic mode switches were stored and appeared to be due to noise. The sensitivity was programmed to 2.0mv which seemed to cover up the noise. The patient would be monitored. No additional information had been available.